Manufacturer narrative:
H10: we have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. As no product could be returned, a thorough evaluation of the device could not be carried out in order to assess the failure mode and identify a root cause. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have been unable to identify a root cause on this occasion or confirm a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was prescribed a pico 7. After 4 days al the light indicators were solidly illuminated. The patient even tried to change the batteries and press the start orange button but the situation did not change. The patient was informed that per clinical guideline that was a pump error and the pump could no longer apply therapy. She was referred back to her surgeon to report this incident. No further information is available.